Event description:
It was reported that the pt is experiencing pain in his groin and in his hip area. Patient is reporting that the pain feels like a pull or tear in the belly button area. Pat is also stating that it feels like a strain in the same general area when walking. Pt also states that for the last few days he has been experiencing bleeding when using the lavatory. Pt states that he has not had any testing yet in regards to his hip.

Manufacturer narrative:
Add¿l info has been requested and if received will be provided in a supplemental report.